Manufacturer narrative:
(B)(4). Subsidiary site is working with technical support to troubleshoot the issue. Need to verify that the tubing is okay and check that the air bubbles are coming from the tubing to verify the mini compressor is working. If this is working it could possibly be a defective ice sensor pressure board.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooler heater unit seems to be making too much ice and water circulation was working. The device was not changed out, as the unit still functioned and they used unit for the case. The surgical procedure was completed successfully. There were no delays, no blood loss, and no adverse consequences to the pt.